Event description:
A negative advia centaur xp (B)(6) result was obtained for a pt sample. The negative result did not match the previous reactive and confirmed (B)(6) results. The pt was redrawn again and tested. The result was reactive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unk. No further evaluation of this device is required.